Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG fault -501" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section a1, a4, b5, and h6 (health effect clinical code & health effect impact code). The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily, weekly, monthly testing without duplicating the report. Internal inspection resulted in no findings. The main board was replaced as a precaution. The device was recertified and returned to the customer. Review of the log shows the device was in a known error state for an extended period without intervention. The 0x501 latch error required servicing, which did not occur until after nearly two years of inactivity. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.